Event description:
During an anterior cervical fusion, a spider driver tip had broken off into a screw. The surgeon could not get the tip out, so he chose to cover it with bone wax and close. The surgery was completed and there was no patient injury.